Manufacturer narrative:
The reported events of oversensing noise and insulation abrasion was confirmed. A complete lead was returned in one piece measuring 51.8cm. External insulation abrasion was noted at 6.8cm - 7.0cm from the connector pin consistent with lead friction to the device can. Visual inspection indicated that external insulation abrasion was proximal to the tied suture sleeve, breaching the outer insulation and the outer coil was exposed. The cause of reported event was due to the external insulation abrasion which was consistent with friction to the device can.

Event description:
It was reported that the patient presented via remote transmission, oversensing due to noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced. Upon explant, insulation damage was suspected. The patient was stable before, during and after the procedure.